Event description:
Pt experienced possible ischemic event causing ventricular tachycardia. During process of cardioversion the defibrillator did not fire. Staff saw r waves which may been due to interference. Tried to shock with defibrillator in sync.